Event description:
During an attempt to utiilize wavewire, there was a mismatch of the pressure waveforms on the lab's monitors even though the wavemap normalized the distal and proximal pressure. While trying to ascertain the problem, the doctor said if they can't figure it out in the next 3 minutes, he would proceed without using the wavewire. The problem could no be solved and the wavewire was removed. Almost immediately after it was out, the pt's pressure dropped and a code was called for by the doctor. The pt was unable to be revived. The doctor did not believe that the wavewire was at fault.